Event description:
A malfunction was reported with the pump, causing the customer's blood glucose level to rise to 535 mg/dl. The customer administered a correction injection using multiple daily injections (mdi) and did not require assistance from a third party. Technical support provided information to reset the pump, assisted the caller in doing so, and confirmed that the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue reoccurred. Upon follow-up cts provided pump reset information and assisted caller with resetting the pump. The same malfunction code reoccurred. Technical support resolved the issue by sending a replacement pump.